Manufacturer narrative:
The sample was returned to argon for investigation. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.

Event description:
Placed on (B)(6) 2024, removed on (B)(6) 2024. Noted to be leaking when doing a dressing change. Leak is north of oval.

Manufacturer narrative:
Corrected information provided in d2b., d.4. And g.4. Additional information provided in h.3., h.6. And h.11. A review of the manufacturing and inspection records for this lot was conducted, and no deviations or non-conformances were recorded relating to this issue. One opened sample was returned for review. Visual inspection of the sample found no damage. Functional testing of the sample, however, confirmed leakage at the silicone extension between the hub and the silicone disc. Closer examination of the area under magnification found a small slit/cut in the silicone. Since the sample was returned opened, a definite root cause for the reported issue could not be established. It could not be determined if the damage was the result of an event within the assembly, unit storage, or packaging of the product or if the damage occurred after reaching the customer facility. Since a definite root cause could not be established, determining the appropriate corrective action is not possible. Argon will continue to monitor for issues of this nature in the future.